Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor position encoder error alarm, motor error alarm and battery out limit alarm. Customer¿s blood glucose level was unknown. Customer was able to clear out the battery out limit alarm. Troubleshooting for the motor error alarm was performed. Customer advised the insulin pump quit on them and they were unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, off no power test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. No battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window.